Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system medication was not dispensing for patient. The customer reported that the button disappeared, restarted app and was able to pull med. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system medication was not dispensing for patient. The customer reported that the button disappeared, restarted app and was able to pull med. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue button was not visible initially. A technical support specialist (tss) confirmed after restarting the application, user was able to access medication without any issues. The system functioned as intended after the technical support specialist investigated the issue of the device.